Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-00033.

Event description:
Following the procedure for implantation, there was a leak at the distal edge of the overlap between the two devices on completion angiogram. The source of the leak could not be determined. The physician implanted two additional covered stents extending slightly above the flow divider and post dilated them. Another angiogram following this showed the leak to be repaired but the exact source of the leak was not identified.